Event description:
Customer reported an over infusion of fentanyl on a syringe pump. A bd 60ml syringe was used with the drug amount of 4mcg, diluent volume 1ml and rate 1.6ml/hr. No patient harm reported or medical intervention required. The reported over infusion of fentanyl could not be definitively confirmed. Data from the device event log does contain events suggesting an unusual occurrence. The log indicated the device believed a monoject 12ml syringe was in use at the time. The starting volume in the syringe was recorded in the log as being greater than 20mls, however, testing found that the maximum volume for a monoject 12ml syringe was 13.1mls. A review of the entire pcu event log found no other such discrepancies with regards to volume contained in a certain type of syringe. Extensive device testing including exact keypress duplication was unable to replicate the event. A close inspection of the interior of the device found no issues. The root cause of the customer's reported event was not determined.

Manufacturer narrative:
Patient information requested, and all available information is included.